Event description:
At follow-up, device interrogation suggested eri. Physician questions if this is premature. Device was removed from service. No patient complications have been reported as a result of this event. Premature eri reported